Manufacturer narrative:
(B)(4). Batch # p55z82. Device evaluation: the analysis found that one pse60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The cartridge was received with 4 drivers missing and 13 drivers out of position making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. It is possible that the damaged was due to an improper handling of the cartridge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the thoracoscopic left upper lobectomy, could not fire on the 4th firing. Another like product was used to complete the procedure. There were no patient consequences reported.